Event description:
It was reported that patient in clinic for regular office visit, the ventricular high rate with non physiologic interval mainly on the ventricular channel. A few short intervals were on the atrial channel. The doctor performed provocative testing and was unable to reproduce an occurrence. At the time of the exam all measurements were stable. The issue will be monitor closely. The device is still in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.